Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion urinary/bowel problems, recurrence and dyspareunia. It was reported that patient experienced excessive pain and underwent partial removal of mesh on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation, sacrospinous ligament fixation of vaginal cuff, in order to treat sp laparoscopic trachelectomy with stage 4 ics rectocele. It was reported that the patient had the concurrent procedures of a repair of rectocele, and cystoscopy performed during mesh implantation. No additional information was provided.